Event description:
Lap band removal/lap gastric bypass - "unable to interview anyone associated with the case or in the room at the time of the incident. Surgeon's name is dr (B)(6). Based on the conversation with (B)(6), the small piece of primary seal was found inside patient and removed. Upon viewing the symmetry of the torn seal in the office of (B)(6), a representative removed the double suck bill seal to confirm all pieces had been retrieved."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. Concomitant products: unable to determine other instruments without interview.